Manufacturer narrative:
Regulatory report relating to other ins device:3004209178-2018-28514. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that a month ago their healthcare professional told them that their battery was out even though patient was not having any symptoms at the time and so the hcp "tightened it" and it was still out. The hcp then got a clinician (mdt rep) to meet with the patient who got the battery on and tightened it so hard and they could feel stimulation sensation. Patient stated that on the day of the call, the patient was planning to see their hcp so that he can lower it again so that they can go to the bathroom without waiting and waiting, and it was very difficult to go. No further complications were noted or anticipated.